Event description:
Patient underwent surgery on (B)(6) 2013 for an l2-l5 decompression and instrumented arthrodesis. On (B)(6) 2013, the patient underwent revision surgery due to the screws in l2 had moved and come through the superior endplate. The screws were removed and 2 new screws were added to both l1 and l3 to form a bridge. On (B)(6) 2013, the patient underwent a second revision as it was noted that the screws from l1 had come through the endplate. At that time, the surgeon decided to remove all hardware. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review found no relevant issues that would result in this product complaint. The rod and screw connector is jammed with the locking ring and the screw and cant be removed. Damaged on the m8 thread, scratches on the body diameter and anodize missing on the damaged area of the thread and on top of the slot area. This is not manufacturing related. Per the technique guide, endplates are not used with uss variable axis screw system. Because of the returned condition of all components, not all relevant features can be verified; therefore, this complaint is indeterminate.